Event description:
It was reported that this was a venotomy closure of the common femoral vein using a prostyle device after a pulse field ablation interventional procedure using a 10f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the reported information determined that the reported issue appears to be related to circumstances of the procedure.